Event description:
It was reported that the patient underwent a right hip arthroplasty. Subsequently, the patient is planned to undergo revision surgery due to leg length discrepancy.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: medical product: cer option type 1 tpr sleve -3 catalog #: 650-1065 lot #: 2959070, medical product: g7 hi-wall e1 liner 32mm h catalog #: 010000930 lot #: 6194299, medical product: unk mallory stem catalog #: not reported lot #: not reported. Remains implanted. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a right hip arthroplasty. Subsequently, the patient is planned to undergo revision surgery due to leg length discrepancy.